Event description:
Following a dental appointment, the patient developed a rash on her face and arm. She later consulted her physician, who determined that the symptoms were likely caused by an allergic reaction to cobalt present in the dental instruments used during the procedure.

Manufacturer narrative:
Investigation is ongoing. The device has not yet been returned for evaluation. A definitive root cause has not been established at this time. Additional information will be provided once the investigation will be closed.